Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: h6(medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the power cable assembly and removed ground port socket. The repair was unable to be complete as the checklist link is broken. Three good faith efforts have been made to acquire more information, if new information is received this complaint will be reopened and revised.

Event description:
N/a

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) required a line cord replacement. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.